Manufacturer narrative:
Reference ID: (B)(4). The combidiagnost is a remote-controlled system, which supports general radiography and fluoroscopy imaging. As an option, a portable digital flat panel detector (model "sky plate") can be used for image capture. Philips received a complaint on combidiagnost r90 indicating that the remote alert of a mechanical heavy shock to the detector. The device was not in clinical use and there was no harm to patient or user. The remote service engineer (rse) confirmed, along with the customer, that the detector had been dropped. Since there was no service contract with philips for this site, no work was performed, and no resolution was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was not in clinical use and there was no harm to patient or user.